Event description:
Two implants were placed in this pt. (Se report # 1052120-1996-00010). This particular implant was placed in the pt and removed on 5/13/96, second stage surgery. Referenced # 1052120-1996-00010.